Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced fistula, abscess and infected mesh.

Event description:
It was reported that following insertion the patient experienced fistula, abscess and infected mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced acute cystitis and hematuria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat pelvic organ prolapse, cystocele, enterocele, and rectocele. The patient underwent removal of mesh with total proctectomy, right colon rectal reservoir, and sigmoid colostomy on (B)(6) 2008 due to rectal bleeding, exposed eroding mesh into rectum. It was reported that the patient underwent removal of residual perirectal mesh on (B)(6) 2008. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07987. The same patient is represented in each medwatch.